Event description:
It was reported via repair work order that the lift handle was bent during loading which could effect loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift handle was bent during loading which could effect loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the optional side lift handle was bent. Although the side lift handle was bent, in did not disrupt the use of this handle as a lifting point for this unit. This is an optional handle that was installed on this unit. The unit could still be lifted at the head end and foot end if the optional side lift handle was damaged to the point of not being able to be used or absent from the unit.